Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/21/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported left side "deflation." Patient later reported via regulatory agency "inflammation." Patient additionally reported "joint pain in fingers, knees, and lower back, that they "now hurt all over" and their "ana levels too high"; these events are not device related. Device remains implanted.